Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, malfunction, including complete thrombosis, that causes injury and damage to the patient. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within device or within the ivc/vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including complete thrombosis, that causes injury and damage to the patient.

Manufacturer narrative:
Concomitant devices: unk catheter, unk sheath. The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted after a pulmonary angiogram on the right demonstrated resolution of filling defects. The optease inferior vena cava (ivc) was then placed below the level of the renal veins. The patient tolerated the procedure well and left the intervention suite in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including thrombosis of the filter. Per the patient profile form (ppf), the patient reports blood clots, clotting, thrombosis and/or occlusion of the ivc. The patient further reports living with anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to malfunction, including complete thrombosis, that causes injury and damage to the patient. According to the information received in the amended short form: the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including thrombosis of the filter. The following additional information was received per the patient¿s implant records, the filter was implanted after a pulmonary angiogram on the right demonstrated resolution of filling defects. The optease inferior vena cava (ivc) was then placed below the level of the renal veins. The patient tolerated the procedure well and left the intervention suite in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and five months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear that the filter is completely thrombosed within the filter and below the filter.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient experienced complete thrombosis and thrombosis of the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within device or within the ivc/vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Without the patient¿s medical history, procedural films or post-placement imaging and the limited information provided, the report of thrombosis could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to malfunction, including complete thrombosis, that causes injury and damage to the patient. According to the information received in the amended short form: the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including thrombosis of the filter.